Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and reseated the exhalation flow sensor (evq). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into "total ventilator inoperative" condition. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.